Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during maintenance of cardiosave intra aortic balloon pump, the ECG lead wire connector of the device was detached and there was no ECG signal. There was no patient involvement and no injury happened.

Manufacturer narrative:
Updated fields -b3, b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 additional point of contact: (B)(6). Due to character limit in e1 event site address is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the detection found that the ECG lead wire was broken and needed to be replaced. The ECG lead wire cable ECG trunk 5l 3.3k iec was replaced and all performance and safety tests were performed and passed 4. It was delivered to the customer and can be used in clinical practice.